Manufacturer narrative:
Follow-up # 1 date of submission 1/08/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. Unrelated to the initial complaint, it was observed that the display screen was dim and discolored. Also unrelated to the initial complaint, it was observed that the keypad was peeling up at the base and was torn and missing at the "ok" button. All the button contacts on the keypad were exposed but all the buttons were all responsive to user presses during testing. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.